Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient ((B)(6)) experienced nausea and dizziness after a drg lead was implanted. The physician removed the lead and a lead from a scs system was placed.